Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) patient called technical support to have his cycler replaced upon pd nurse request. While speaking with tech support the patient indicated he had been diagnosed with peritonitis on 10/22/2013 at the clinic. During a follow-up call on 10/28/2013, with the patient, it was reported that the patient observed fluid in the cassette latch of the cycler. The patient confirmed the sample was discarded. It was reported that following multiple re-set ups the patient noticed cloudy effluent; at which time the patient medicated himself per protocol with vancomycin and gentamycin. The cloudy effluent was discarded by the patient before visiting the clinic the next day (10/23/2013) therefore there was no sample for the lab to culture for confirmation of peritonitis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have been received and reviewed by the manufacturer's physician and assessed the following: a (B)(6) male patient with (B)(6) received peritoneal dialysis at home using a cycler. He reported observing fluid in the cassette latch of the cycler one day prior to noticing cloudy effluent which is consistent with peritonitis. The patient was treated per physician protocol with vancomycin and gentamycin on (B)(6) 2013 and (B)(6) 2013, respectively. A supplemental report will be filed upon receiving any additional information.